Manufacturer narrative:
Clinical evaluation performed by medical affairs on 04 may 2018; partial revision in a cementless primary tha 1,5 years after surgery. The stem looks undersized, although only one projection is available, and if this is the case it could well be the cause for loosening. A final conclusion cannot be drawn with the information at hand. Preliminary investigation performed by r&d product manager on 04 may 2018: the photos were analyzed: the photo shows the stem after the revision, with some areas still covered with hydroxyapatite coating, showing a possible non proper integration with the bone. From the received information it is not possible to determine the root cause of the event but a possible cause can be related to an undersized stem, as visible in the x-rays image. Batch review performed on 09 may 2018; lot 156226 : (B)(4) items manufactured and released on 02 march 2016. Expiration date: 2021-02-17 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision 1 year and 6 months after primary due to thigh pain: radiolucent lines noticed through x-rays and stem loosening confirmed during the removal.

Manufacturer narrative:
Visual inspection performed by r&d product manager on 10 july 2018: the pieces were analyzed and the coating were absorbed in the most part of the body. Some fibrotic tissue were found in the macrostructures and in the distal part of the stem. Scratches were also present in the neck area and on the metal ball head, most probably occurred during the revision of the implant. A particular sign was noticed in the inferior part of the external surface of the ball head: the grooves were probably caused by the shape of the extractor instrument used during the revision. From the received pieces it was not possible to determine the root cause of the event.